Event description:
It was reported that the patient demonstrated significant cognitive decline following bilateral subthalamic nucleus lead placement. Postoperative imaging of the right-sided lead detected suboptimal lead position within the brain; there were reported symptoms of impairment in executive functioning and memory loss after completion of the case. The patient underwent formal neuropsychological evaluation approximately one year later, which revealed significant declines in cognitive function, relative to results obtained from patient assessment prior to lead replacement. There was impairment reported in the areas of attention and information processing speed, executive functioning, learning and memory of verbal and visual material, verbal fluency, reading comprehension, visuospatial functioning, and bilateral fine motor coordination. The current patient status and device disposition were unknown; the lead was not returned for evaluation. Review of the device tracking system does not indicate system removal. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.